Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced elevated and low blood glucose; values not provided. Reportedly, customer believes issues were caused by illness and work schedule. No further information provided.